Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The batteries was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the motion batteries were depleting faster than normal during transportation. It was confirmed that the system was plugged in overnight.